Manufacturer narrative:
Zoll medical australia evaluated the device the customer report was not replicated or confirmed with the device. The device was put through extensive testing without duplicating the report. The color display cable was replaced as a precuation. The device was recertified and returned to the customer. Visual data of the customer's report was provided by the customer. The customer's report was observed during review of the visual data. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.